Event description:
It was reported that when using the bd pyxis¿ es server all interface connections to station were failed to connect. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: unique device identifier not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface connections were not connected. The technical support specialist (tss) dialed into the server, identified a disconnected flag and incorrect date and time and restarted the external messaging service. The tss then verified the health sight viewer and identified a patient information delay. The tss also dialed into the care fusion coordination engine and identified that the mbm was stopped due to cce reboot and reset the cce services to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all interface connections to station were failed to connect. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.